Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported ER visit for diabetic ketoacidosis was found. Lot qualification records were reviewed and the product let met all acceptance criteria.

Event description:
Pod activated at 10:47 am. At 12:57 pm it was high (>500 mg/dl). At 2:24 pm, the pod was removed at the hospital. The customer's mother reported that the customer had large ketones and was vomiting, so she took him to the ER. The customer was admitted to the hospital, where he was diagnosed with diabetic ketoacidosis (dka) and dehydration. The customer was treated with an insulin drip, IV fluids, and morphine.